Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that the surgical intervention was undertaken on (B)(6) 2026 where leads were removed and replaced to address the issue and therapy restored.

Event description:
It was reported that the patient has high impedances on all contacts of both leads, resulting in ineffective therapy. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.